Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported losing the cartridge cap and attempting to tape the cartridge into the cartridge compartment. The pump instructions for use tell the user to attached the cartridge cap after cartridge changes, to ensure that the cartridge cap is properly in place if the pump is dropped or bumped, and instructs the user that the cartridge cap should be used to secure the cartridge and infusion set in the pump. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting being hospitalized with a blood glucose of 454 mg/dl with large ketones and nausea. The patient reported being treated with intravenous insulin and was prescribed a back up treatment plan. The patient reported that the cartridge cap was lost two day prior and the patient reported trying to tape the cartridge into place in the pump. The patient reported that blood glucose levels were running higher. Customer support advised the patient on using only a cartridge cap to hold the cartridge in the pump to ensure accurate insulin delivery. This report is made based on the allegation that the patient was hospitalized with hyperglycemia due to using the pump without a cartridge cap.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(6) 2012 to end of pump use on (B)(6) 2012. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the black box history revealed that the pump time and date reset to factory settings after the power was reset on (B)(6) 2012 at 10:42pm. A bt1 internal battery failure was found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.